Event description:
It was reported that the patient ¿did not respond to the pump¿. The caller believed the patient ¿had to go for surgery¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).